Event description:
It was reported that prior to a coronary artery stenting treatment procedure, stent dislodgement and stent damge occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x24mm synergy stent was selected and was noted dislodged while removing the protective sheath. The middle section of the stent looked slightly flared as well. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified the stent had detached from the balloon. The stent was bunched up at the centre, however undamaged at either end of the stent. Because of the bunching up, the total stent length was approximally 20mm. The crimped stent length specification is 24.66mm +/- 0.75mm. Two rows, presumably at the distal side of the stent, were lodged inside the stent protector. However the stent could be pushed inside the protector with little resistance up to the damaged rows. The stent protector and stent were loosely hanging on the product mandrel. The balloon had been inflated and deflated with contrast media inside. The balloon wings were not refolded. The inner diameter (ID) of the stent protector meets the specification. The outer diameter of stent was 0.0415". The maximum crimped stent profile is 0.046". This indicates that the stent was prematurely deployed inside the stent protector, most likely during preparation of this device. This would cause the stent to dislodge from the balloon during removal of the stent protector and product mandrel. It appears however that the stent did not remain completely inside the stent protector while removing and most likely the part of the stent that became exposed became bunched up when being pushed off the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, stent dislodgement and stent damge occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x24mm synergy stent was selected and was noted dislodged while removing the protective sheath. The middle section of the stent looked slightly flared as well. The procedure was completed with another same device. No patient complications were reported and the patient's status was stable.